Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis found no anomalies with the catheter. Product ID: 0610 radiofrequency generator. (B)(4).

Manufacturer narrative:
Further review prompted a change in the device analysis results. (B)(4).

Event description:
It was reported that during the use of the radiofrequency (rf) generator, an error message was displayed. Despite the generator being rebooted, and the batteries changed, the error message remained. Of note, there was also a "burnt odor" coming from the generator. The status of the generator is unknown; the catheter will be returned. No patient complications have been reported as a result of this event.